Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient's husband.

Event description:
It was also reported that the lead exhibited no capture. The lead was subsequently explanted and replaced.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The atrial lead had dislodged into the ventricle and was stimulating the phrenic nerve. The lead was repositioned.